Manufacturer narrative:
A review of the device history records found no manufacturing, processing or design related irregularities. The polyaxial screw was found to be properly manufactured and released in accordance with the device master record. Visual inspection of the returned implant found that the screw remained completely intact. However, the internal bushing is misaligned/deformed and disengaged from the tulip/head and bone screw. Under magnification multiple score marks and galling likely caused during surgeons struggle to unlock the bushing were clearly visible. The excessive damage will no longer allow a rod or set screw to be secured within the tulip/head causing the implant to be unusable. The evidence suggests the surgeon accidently broke the screw while attempting removal following improper placement.

Event description:
Surgeon buried the screw and the tulip popped up. She tried to back it up and could not get it angled. The surgeon used a mallet, then levered on the tulip and the clip disengaged. Surgery was successful despite the malfunction. The event cause over a 30 minute delay in the case.